Manufacturer narrative:
Qn# (B)(4). The customer returned one unit (B)(4) visistat 35r 6/box for investigation. The returned stapler was visually examined with and with out magnification. Visual examination of the returned sample revealed that the staples are misaligned. The returned stapler appears used as there is biological material present on the device. The stapler was returned with 30 staples left in the cartridge indicating that at least 5 staples were fired by the end user. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, a staple was unable to properly form. Another attempt was made, but no staple fired. The misalignment of the staples is preventing the staples from properly forming and from firing from the device. The stapler was disassembled, and it was confirmed to have been assembled correctly. The remaining staples were removed from the cover block. A microscopic examination of the staple tips was performed with no burrs or defects observed. The device history review for the product visistat 35r 6/box lot #73m1700117 investigation did not show issues related to the complaint. The IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in". The reported complaint of "staplers jammed" was confirmed based upon the sample received. The staples in the returned stapler are misaligned which is preventing the staples from properly forming and firing from the device. All staplers are 100% inspected at manufacturing for firing at the time of assembly. It cannot be determined what caused the staples to misalign. No errors could be found in the assembly and the device history record review showed no evidence to suggest a manufacturing related cause. The potential cause of this complaint issue could not be determined. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the device jammed during use.